Event description:
Title: xxxxx. A warm pack leaked on activation on pt and bed. We have had several such events with these packs. MFR response for warm pack, instant warm pack (per site rptr) not known, we are pulling this product from all our pt areas since we have had several instances of failure and leaking. What was the original intended procedure? Comfort measure for pt in pain. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
(B)(6) was contacted on (B)(4) to try to gather add'l info. Pack was used by a lay person/pt. Individual was not familiar with activation procedures and may not have followed instructions on the pack. She indicated that due to several incidents of leaking warm packs from a number of different manufactures, the facility will no longer be using this type of product.